Manufacturer narrative:
The system was being evaluated for apparent issues with aliquots. Service made adjustments to the aliquot pipettor, and verified tubes were not being jarred during processing by the aliquotter. The splattering did not appear to be due to tube handling, and the field service engineer (fse) could not induce the splattering. The fse made adjustments to aliquotter including speed of lowering probe during aspiration and clot detection threshold. No further calls for this issue had been received as of (B)(4) 2011.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to splattering at the sample aliquotter in automate 800 system. No injury was reported and there was no effect to patient or user.